Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After device software download, normal function resumed. No patient symptoms were reported.